Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that the device was not changed for MRI screening. Programming changes were performed. The patient was in stable condition.